Event description:
Allegations of damage to immune sys, local and systemic inflammatory response, gross disfigurement, debilitating headaches, debilitating fatigue, muscle pain and spasms, joint pain and swelling, gastrointestinal problems, dizziness, neuropathies, alopecia, tinnitus, liver abnormalities, vision changes, cognitive disfunction in the form of memory loss and mental confusion and a general feeling of being weak and tired.